Event description:
In a case of meniscal repair using the fast-fix meniscal repair system, the implant became separated from it's suture. The implant was not retrieved, however, it is believed that the implant will become encapsulated. The surgeon used another fast-fix device to successfully complete the case.